Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose and their insulin pump had a blank display. The customer¿s blood glucose level was 300 mg/dl. The customer treated with the pump. The customer states the pump was completely off with screen black. Customer states they are unable to install the battery cap on their pump. Instructed customer to refer to user guide for installation instructions. The insulin pump will not be returned for analysis.